Event description:
The customer stated that her glucose meter is not giving accurate readings. The customer stated that her blood glucose levels dropped to 15 mg/dl, and was treated by the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched with the insulin amount in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.